Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time was displayed incorrectly on the pump. Blood glucose level was 276 mg/dl. Tandem technical support assisted the customer with correcting the time settings.